Event description:
"At 9:20 a.m. On (B)(6) 2026, the patient presented to the outpatient infusion room with acute gastroenteritis accompanied by mild dehydration. The physician ordered intravenous fluid therapy. Following aseptic technique protocols, the on-duty nurse selected the cephalic vein on the patient¿s left forearm for indwelling catheter insertion. The catheter was successfully inserted on the first attempt with unobstructed backflow. After tightening the heparin cap, the nurse flushed the line with saline solution. Upon confirming there were no leaks, the infusion set was connected and fluid administration began at an initial rate of 60 drops per minute; the patient reported no local discomfort. At 10:05 that day, during a nursing round, the nurse noticed a slow leakage of solution at the junction between the heparin cap and the catheter hub; the infusion rate had slowed compared to earlier. There was no swelling or tenderness at the puncture site, skin color was normal, and the patient reported no pain, burning sensation, or other symptoms. The infusion was immediately stopped, and the tubing was disconnected for inspection: fluid was seeping from the gap at the threaded connection of the heparin cap; the catheter body showed no breaks or kinks, and there was no bleeding at the puncture site. After removing the indwelling needle, the catheter length was verified, and the tip was found to be intact with no breaks or residual segments left inside the body."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.